Event description:
Customer complaint - limited data available very inaccurate for gestational diabetes if you need a very specific number this is not the kit for you. I took this alongside my glucose test and got almost 70 points higher with this than the blood draw. My blood draw showed that I had a blood sugar level of 85, this has me at 149, taken within 2 minutes of each other.